Event description:
In 2008, the lay patient contacted lifescan alleging that her one touch ultra 2 meter had a damaged, scratched screen. The complaint was classified based on the customer care advocate (cca) documentation. The patient said the reported meter screen has been scratched up really bad since early 2008, and she didn't know to call lfs. She said she has been guessing at her insulin due to the issue. In the following month, the patient said she took 30 units additional novolog insulin and started sweating and shaking. A reading of 40 mg/dl was obtained on a friend's meter. The patient's doctor was called and the patient was advised to drink juice. The cca noted that the lfs meter screen was damaged. The patient's products were replaced. The complaint is reported because the patient alleges the lfs meter screen was badly scratched, and she had to guess at her insulin administration. She claims she took additional insulin and then experienced symptoms that suggested hypoglycemic and a hypoglycemic reading on another meter. She said her doctor advised her to drink juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.